Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/02/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient use, the autopulse platform ran without any problems, however after three compressions, the platform shut down and the display went black. The platform restarted on its own and the same event occurred again after three compressions. The customer had to revert to manual CPR. Once the medic returned to the station the autopulse platform was tested with a mannequin in which a user advisory (ua) 45 (not at "home" position after power-on/restart) displayed. The customer tried to reseat the lifeband to clear the user advisory 45, however the lifeband did not retract. They were unable to clear the ua 45. Also the lifeband would not retract. No further information provided.